Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm, hardware low level failures alarm due to a software error. The critical pump error was able to be by passed/cleared (by simultaneously holding the back button and down arrow button). After re-initialization, the pump completed the boot up process normally. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, faded/stained serial number label, fading end cap address label, cracked case behind the pump at the corner of the belt clip rails, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 10.1 mmol/l at the time of incident. The insulin pump will not be returned for analysis.